Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the force sensor resistance and calibration were found to be out of specifications. Additionally, the display screen was found to be dim and discolored. A test screen was installed and displayed normally.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor resistance and calibration was out of specifications and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.